Event description:
It was reported that the ventricular lead exhibited intermittent loss of capture when the patient was lying down. This was reproducible intermittently. A chest x-ray revealed no obvious problems. The physician later decided to electively replace the entire system, and upgraded the patient to an implantable cardioverter defibrillator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.